Event description:
It was reported that there were varying and high thresholds in the right ventricular lead. The physician chose not to take any action at this time. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.